Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient was frustrated with frequent replacements as they were going through implant able neurostimulator (ins) batteries quickly. It is unknown when the event began occurring. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the battery depleting rapidly was the patient's programming settings which were prescribed by the treating study health care provider (hcp); the battery was programmed to 1 min on/ 1 min off beginning in (B)(6)2007 with amplitude varying during this time between 10 volts - 7 volts (remained at 9.0 volts from march 2008 to october 2012). The battery depletion rate was normal given these settings. It was also noted that the patient's weight was not collected. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.